Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17238759m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator. Coronary sinus catheter. (2-two) quad catheters. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer navigational 4mm catheter and suffered a second degree heart block requiring no medical or surgical intervention. The adverse event was discovered post-use of biosense webster products. The patient did require extended hospitalization as a result of this adverse event. The patient was reported to be in recovery at the time of complaint report. The physician's opinion on the cause of this adverse event was that it was related to patient condition.